Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy and doesn't feel stimulation even though therapy was on. Patient hasn't had symptom relief since implanted b)(6) 2017 and says, "I haven't been putting out as much urine as I was so I wanted to make sure it was on." They don't remember how to use their patient programmer (pp) because of the anesthesia from the surgery. Patient was assisted in synchronizing to their ins and it was determined that stimulation was on at 1.3v. Patient will give this setting a chance, and if it doesn't help their symptoms, they will increase stimulation. No further patient complications have been reported as a result of this event.